Event description:
Carotid case-the physician was advancing the delivery catheter. The image is on the treatment site, not the sheath. The physician noticed he was running out of catheter length but the spiderfx was not at the lesion. The tortuosity had caused the sheath to kick out of the common carotid and the spiderfx delivery catheter was in the aorta. When the physician retracted the catheter it snapped at the rx port. The distal end remained on the crossing wire while the rest of the catheter was removed through the sheath. The physician was able to remove the crossing wire and the green distal end of the delivery catheter from the patient.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.